Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown nail head element: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: wang, w. Et.al (2009), treatment of reverse oblique fractures of intertrochanteric region of femur with proximal femoral nail antirotation, chinese journal of reparative and reconstructive surgery, vol. 23 (11) pages 1306-1310 (china). The aim of the study is to investigate the operative method and to evaluate the clinical outcome of proximal femoral nail antirotation (pfna) in treating reverse oblique fractures of intertrochanteric region of the femur. Between january 2007 to february 2008, a total of 30 patients (16 female and 14 male) with a mean age of 40-88 years (range 68.6 year) who had reverse oblique fractures of intertrochanteric region of the femur were treated by closed reduction and fixation with pfna. The pfnas used in this study were all ao products (synthes, switzerland). 9 patients were fixed with standard pfna and 8 patients were fixed with long pfna. All 30 patients were followed up for 12-19 months, with an average of 14.1 months. The following complications were reported as follows: 1 case of iatrogenic upper femoral shaft fracture occurred during the operation.the fracture was stable without special management, the fracture healed at 6 months after the operation, internal fixation was taken out at 5 months after the operation, and the patient's functions recovered well. 1 patient had superficial wound infection occurred at 5 days after the operation, and the wound healed after dressing change and antibiotic administration at 6 to 9 months after the operation, 5 patients complained of hip discomfort, and hip pain after greater activity, and 2 patients complained of pain on the lateral thigh of the affected side. The doctor ordered the patients to appropriately adjust the amount of activity and symptomatic treatments such as analgesia were given, and the pain was gradually relieved at 3 to 6 months later: - one patient, hip pain was caused by the irritation of subcutaneous tissues due to the long tail end of the helical blade, and the pain was relieved after the blade was removed surgically. -one patient complicated with tibial plateau fracture, the knee joint flexion function was limited, the range of motion was 0-90°, and after intensive flexion exercises for 3 months, the knee joint range of motion was 0-100° -in one patient complicated with ipsilateral pelvic and acetabular fractures, the hip joint function was limited, the range of motion was 0-100°, and when walking too much, the patient felt pain in the hip. The patient was then ordered to strengthen the joint function exercises. After 6 months, the range of motion was 0-110°, and the pain was relieved when walking. 2 patients had poor results. This report is for an unk - nail head element: pfna blade. A copy of the literature article is being submitted with this medwatch. This is report 3 of 3 for pc-001241141.